Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. Review of the photo evidence provided found enough evidence to confirm the broken condition but cannot be confirm implant system disassociation. The reported condition was confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had a total hip replacement done 14 years ago with corail/pinnacle components. Recently the patient fall and simultaneously felt a ¿pop¿ in their hip region. Patient felt something wasn¿t quite right in their hip from that point on, and went to see their surgeon. Surgeon took x-rays and x-rays showed what appeared to be a liner dissociation. Patient was booked for revision surgery. Revision surgery took place on (B)(6) 2023 and surgeon found that the liner (1219-32-058) had dissociated. Several of anti-rotation tabs had sheared off. Surgeon then revised the construct by cementing in a different acetabular liner into the acetabular shell, (which was well fixed and not damaged), and replacing the femoral head on the well-fixed stem. No additional information is available. . Thank you. Patient status/ outcome / consequences: yes. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Something did not feel right in their hip joint after the fall took place., was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes. If yes, describe: revision surgery was required to correct the liner that had dissociated. Is the patient part of a clinical study: unknown. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst: true.